Event description:
Note: the event date is unknown. It was reported to boston scientific corporation on june 6, 2008, that a safety peg kit was used during a peg placement procedure, (patient age, gender and weight unknown). According to the complainant, during the procedure, the safety scalpel was moved into the locked position and could not be used. The physician completed the procedure with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The device was not returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 15 month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.